Event description:
The customer reported the 9800 system is intermittently making loud popping sounds. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem. He cleaned and greased the candle sticks. The system operates as intended.